Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed

Event description:
Medtronic received information that during the coiling treatment of aneurysm, his coil would not detach. It was reported that the physician tried several attempts but still coil did not detach. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The coil¿s pushwire was returned without the instant detacher, the introducer sheath and the implant coil. The proximal section of the pushwire was found to be broken with a broken release wire extending out. Based on the device analysis and on the event description, the report of non-detachment could not be confirmed. The pushwire was returned for evaluation with the implant coil already detached and missing. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. It is possible that the vessel tortuosity may have led to the difficulty during detachment with the instant detacher. The pushwire was noted not to have been broken at the correct location for manual detachment. It is likely that the implant coil detached following the pulling back of the release wire. Per the coil¿s instructions for use (IFU): directions for use: if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. Precaution: advance and retract detachable coils slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or scratching is noted. Warning: damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.